Event description:
Please review the attached customer complaint and the physician interview for these details. A portion of a catheter had broken inside a patient's body during the catheters removal. This interview was with dr. Who was treating the patient. Dr. Performed arthroscopy surgery on the patient to correct a shoulder injury, or damage. After surgery was complete dr. Threaded the wound catheter into the surgery sight and an anesthetic was administered. This catheter is connected to a pump that delivers pre-set amounts of local anesthetic within the area to manage post operative pain. Dr. Stated that these catheters are left in place to control pain for around 72 hours. On the sunday following this surgery, the patient was instructed by dr. To remove the catheter by pulling on the catheter. The patient indicated to dr., the catheter had much resistance and then felt a snap sensation, which indicated to the patient the catheter must have broke. The patient contacted dr. Expressing the concern. It was concluded by dr. The catheter did break off within the patient. Dr. Had the patient return for removal of the catheter. Dr. Had the patient placed under general anesthesia and accessed an existing portal from the original surgery with arthroscopy equipment. The portion of the catheter was observed, removed and measured around 8cm in length. This procedure was described by dr. Minimally invasive and a very short period of time under anesthesia. No other incisions or portals were required to perform the procedure with full recovery of the patient.